Manufacturer narrative:
Concomitant medical products: 10ml bd syringe; non-bd connector. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Race and ethnicity: caucasian, non- hispanic.

Event description:
It was reported that the chemotherapy was found leaking at the distal y-port and the nurse was able to stop the leak by placing a syringe on the y-port. It was noted that oxaliplatin 142mg/hr and leucovorin calcium 650mg/hr were infusing during the event. There was no patient injury and no medical intervention was required. However, the patient was required to change clothes and remove any clothing with chemotherapy spills. It was noted that patient education regarding chemotherapy spills was provided. There was no harm to healthcare provider as personal protective equipment was worn as needed. The event occurred at the infusion center.

Manufacturer narrative:
The customer¿s report that the set was found leaking at the distal y-port was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a small hole puncture on the top of model 2426-0500¿s distal smartsite blue piston. Functional testing replicated a leak at the distal y-port (smartsite) during repriming and pressure testing. The source of the leak was due to a small hole puncture on the set¿s third smartsite blue piston. No other leaks or anomalies were observed. The root cause of the piston damage/puncture could not be determined.

Event description:
It was reported that the chemotherapy was found leaking at the distal y-port and the nurse was able to stop the leak by placing a syringe on the y-port. It was noted that oxaliplatin 142mg/hr and leucovorin calcium 650mg/hr were infusing during the event. There was no patient injury and no medical intervention was required. However, the patient was required to change clothes and remove any clothing with chemotherapy spills. It was noted that patient education regarding chemotherapy spills was provided. There was no harm to healthcare provider as personal protective equipment was worn as needed. The event occurred at the infusion center.